Event description:
Per (B)(6) communication: "I completed a visit to observe pt's cassette mixing technique & pump programming. She was already feeling that fatigued heavy feeling upon my arrival, lightheaded/ dizziness. In the past week since she was discharged from the hospital, pt has been experiencing episodes of fatigue, weakness & shortness of breath in the 1-2 hour time slot before her cassette is due to be changed. She says this is new. She was hospitalized for a line infection & has a new power pack in her left chest. During my visit, the biggest concern is that her pump said she had 2.1ml's left in the cassette but in fact the cassette was empty & was delivering some air into her line. A review of the program identified that her pump is slowing down to a rate of 1ml/ hour when volume gets low. Additionally, in pump program, it appears that the battery charge percent is not reading consistently." No additional info, details, or dates available. Continuous infusion. Set flow rate & volume delivered unknown. Position of pump n/a as no pump alarm reported. Pump return tracking info is not available. Photographs not provided. Pump serial number unknown. Did reported product fault occur while in use with pt? - yes, did product issue cause or contribute to pt or clinical injury? - yes, was any medical intervention provided? - no is actual product available for investigation? -yes, upon return did pharmacy replace product? - yes, did pt have a backup product they were able to switch to? - yes, was pt able to successfully continue therapy? - yes, is therapy life-sustaining? - yes, what is outcome of event? - resolved. Pah (pulmonary arterial hypertension).